Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_cath, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving baclofen (2,000 mcg/ml, 360 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2018, the patient presented in the intensive care unit (ICU) with symptoms of baclofen withdrawal (flushing, tachycardia, rigidity, hypertension). The hcp stated that at this time, they have already done external images of the pump and have confirmed that is okay. The hcp stated they have also programmed a few single boluses to see how well the patient responded and the result was that the patient at first seemed to respond well and calmed down, however after a few days, it went back to the symptoms previously reported. The hcp stated they were trying to rule out whether there was an issue with the catheter or was it due to sympathetic storming. The hcp stated they were waiting to do a catheter dye study, however, they were not able to aspirate the catheter so they were going to change the concentration, bridge out the old drug at an appropriate rate then when the system is full of the new drug, they will push the drug from the catheter access port (cap) in order to do the dye study. The hcp called to make sure the bridge bolus calculations were correct. On (B)(6) 2018, additional information was received from the healthcare professional (hcp). The hcp stated the pump was updated on (B)(6) 2018 at approximately 3:30pm with the bridge bolus. The catheter was able to be aspirated and cleared. The hcp was wondering what to do for the remainder of the bridge bolus. It was reviewed that 0.54 ml / 72 hours = 0.0075 ml/hr; 49 hours elapsed since the bridge bolus began; 49-x0.0075 ml = 0.3675 ml. It was reviewed that this was more than enough volume to clear the internal tubing and reviewed they could cancel the bridge bolus, update the pump and then make sure all settings read right with drug at 500 mcg/ml with dose set how they want it. Then do a prime of the catheter volume only since it was cleared. The hcp indicated they were familiar with the process and did not need any more assistance.

Manufacturer narrative:
The patient codes have been updated (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had two dye studies done on (B)(6) at one, they withdrew 0.3 and they had to abort it. At the second one, they withdrew 0.2. The consumer knew they were supposed to have 2-3 ml come out and wanted to know if the catheter needed to be replaced. The patient was having issues experiencing withdrawal-like symptoms and then "sometimes under or overdose" where she ended up in the hospital. It was noted the daughter had a kidney stone in (B)(6) 2018 and they performed a lithotripsy and that was when the issues occurred. No further issues were reported or anticipated.